Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported by a family member that the patient¿s pulse was at 40 beats per minute for two days and it was suspected that the device was at elective replacement indicator (eri). The device is still in use. No patient complications have been reported as a result of this event.